Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred and the user was unable to clear the alarm. The user's blood glucose level ranged from 90 mg/dl to 152 mg/dl. It was confirmed that the user had an alternate method of insulin delivery.